Event description:
The report received from the affiliate states that the physician experienced a stent failure due to the grey hub being cracked. The hub remained in one piece. There was no patient injury and the product was easily removed from patient. The patient is a (B)(6) male. The product was used in the distal right coronary artery (rca). The characteristics of the vessel are unknown. The product looked normal when taken from the packaging. There was no mishandling of the product. There was no excessive force used to attach the inflation device to the hub. When the stent delivery system was advanced to the lesion, no pressure could be applied to the balloon. The sds was safely removed from the patient with stent still in place on the balloon. Another sds was used to successfully complete the procedure. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.